Manufacturer narrative:
Analysis found no anomalies. The customer complaint has not been confirmed. Pre-repair temperature check was performed at 60k, after 5 minutes the front bearing temperature was 92f and the rear bearing temperature was 90f. The ambient temperature was 76f. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device overheated after a few seconds of use intra-operatively. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the overheating was before 1 minute. The device took roughly 5 seconds to overheat while being in use, and it was unbearable to hold for the surgeon. The surgeon could not use the hand piece to finish the case, so he used the spare hand piece which cause no issue. There was no patient impact.